Manufacturer narrative:
Manufacture date: 09/15/16-09/20/16. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a access extension set during prime. The reporter stated that the leak was coming from the end of the filter tubing. There was no patient involvement. No additional information is available.